Manufacturer narrative:
.

Event description:
It was alleged that two super turbovac 90 wands were not recognized by the quantum ii controller. The surgery was completed by converting to an open procedure. There have been no reported patient complications.

Manufacturer narrative:
No cosmetic or physical anomaly was observed on the subject wand during a visual inspection. Functional evaluation revealed the subject wand performed as intended and exhibited no functionality issues during the testing process. Therefore, the customer¿s complaint could not be verified, nor could a root cause be determined in association with the subject wand. There are no indications to suggest the device did not meet product specifications upon release into distribution.